Manufacturer narrative:
(B)(4). The problem is confirmed because the nurse reported a break in aseptic technique by patient. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, baxter global pharmacovigilance received follow up information from the nurse. On an unknown date, the patient experienced constipation which he suspected caused the peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with vancomycin ip. The nurse suspected that the cause of peritonitis was break in aseptic technique. The patient had not been retrained at the time of this report. On an unknown date in (B)(6) 2012, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.